Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred while the pump was delivering insulin. The customer's blood glucose level was 412 mg/dl and it was addressed with a manual injection. The customer was able to load a new cartridge successfully.